Event description:
A talent thoracic stent graft was inserted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 1 month ago. The aneurysm diameter is unk, it is fusiform in shape and it was in zone 1-2 of the thoracic aorta. The healthy aortic diameter was 29 mm proximally and 28 mm distally. The left common carotid artery was de-branched, and the left common carotid and left subclavian were bypassed in preparation for the endovascular procedure. There was slight calcification at the distal arch, but no thrombus or tortuosity. Using a lunderquist wire, the device was inserted and advanced to aortic arch; however, when deployment was initiated the sheath could not be withdrawn. Under angiography, the physician noted a kink of the delivery system. The talent delivery system was removed from the pt and another MFR's device was used to complete the procedure. The delivery system was discarded after the procedure. No add'l clinical sequelae were reported and the pt is stable.

Manufacturer narrative:
(B)(4). Eval codes, results: other lack of info (no films were rec'd the delivery system was discarded, unable to follow-up). Conclusion: other lack of info (no films were rec'd vessels).

Event description:
Additional information was received for this case. The physician&#38112;comment as to what the possible cause of the event was received. It seems that the relevant device could not follow the bending portion of the blood vessel, which would be the cause of failure in device deployment. As a result, it was determined to have causality between this event case and the relevant device.